Manufacturer narrative:
Concomitant medical product: 305c21 valve implanted: (B)(6) 2009; 4968-35 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.